Event description:
It was reported that the paramedics were called to the customer's home due to a low blood glucose reading of 32 mg/dl. It was stated that the customer went to bed early that night. Nothing unusual had occured prior to the event. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. Reviewed the carelink reports and found that the low sensor glucose alert was triggered prior to the event, but the alert was not cleared. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.